Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No allegation of product malfunction reported, no radiographs or photographs were provided to confirm the reported event. Labeling review: "...if the coroent® lo system is being used, place the appropriately sized implant onto the inserter and tighten. Pack the implant with auto graft and the intervertebral disc space with bone graft material. (Although osteocel® plus may be placed in the interbody space, coroent interbody devices are only cleared for use when packed with auto graft.) Insert the implant into the interbody space, using an oblique trajectory with the final implant height dimension oriented in the plane of the disc. When rotating the implant to height, ensure that the "medial" and "lateral" markings on the inserter are in the correct orientation upon completion. Prior to releasing the implant from the inserter, use lateral and a/p fluoro to ensure proper implant placement. After releasing, the implant position may be adjusted using an implant tamp." Device was left in-situ.

Event description:
On (B)(6) 2018, a patient underwent a transformational lumbar interbody fusion procedure. Reportedly, during insertion of the cage it was dropped into the retroperitoneum. No allegation of product malfunction. No revision procedure is planned at this time.